Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 425 mg/dl. Infusion set supplies were changed to address occlusion and multiple boluses were delivered to address elevated bg. Insulin delivery was resumed.